Manufacturer narrative:
Device received with operating currents within spec. Unit passed functional testing including the self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.0 8710 inches. Unit was programmed with test transmitter link and test plug simulator. Device communicated properly and display the calibrate your sensor alarm properly after completion of the warm up. A calibration value was manually enter and unit display the programmed valued properly on the display graph. No sensor anomalies were noted. The insulin pump feature auto mode was turn on and monitored. Device displayed properly the auto mode icon, feature working properly. Device was also programmed with test glucose meter. Device communicated properly and recorded the value properly from glucose meter. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2018 with blood glucose in the 400 mg/dl range at the time of the incident. The customer did a set change on the morning of the incident. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed. Customer also called about the pump bolus wizard recommending more insulin than it should. The insulin pump will be returned for analysis.